Event description:
During an ambulatory surgery, the myosure tissue removal device kept running for approximately five seconds even when the foot was off the pedal.====================== manufacturer response for myosure tissue removal device (hologic), hologic myosure tissue removal simplified (per site reporter).====================== the manufacturer stated they will investigate and report back any concerns.